Event description:
Same case as # 60000093-2005-01386. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a severely calcified right coronary artery. There were two events of stent dislodgement during this procedure. The physician advanced both taxus express2 drug eluting stent, 2.5x12mm and 2.5x24mm. Each time, the stent was stripped of the balloon while bringing it back into the guide catheter. One stent was removed surgically. The other stent was not able to be located and remains in the pt. It was not indicated which stent was unable to be removed. No further pt complications were reported. Pt status is satisfactory.